Event description:
On (B)(6) 2011, pt reported he had a leak in his infusion set. Pt stated the leak is in the infusion headset and occurred after bolusing. Pt reported, he wears the infusion device in a case on his belt. Pt stated, he discovered the leak because his clothes were wet. Pt reported, he inserted a new infusion site prior to the call. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.